Event description:
It was observed that during the device evaluation, the camera head exhibited corroded and loose scope mount, water ingress in cable and imaging unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the complaint is traced to component failure due to leak and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.